Event description:
Customer called to report a blood leak that occurred the previous day from a pin hole in the collect pump tubing loop during a treatment. The treatment was ended and the blood returned to the patient. Customer stated the blood leak had been cleaned up but one of the rollers in the collect pump head seemed to be stiff. Css advised that the pump head should be replaced. Customer stated that their internal cellex-trained biomed has a spare pump head and would be able to install it himself. Customer requested that therakos send a replacement spare pump head as the instrument is still under warranty. Css is requesting the part to be shipped to customer. No service order required. No product will be returned by the customer for investigation.

Manufacturer narrative:
A review of lot b350 was performed and there were no nonconformances associated with this lot. This lot met all release requirements. At the time of investigation there was no trend for tubing leak. Further investigation will take place thru CAPA (B)(4). The assessment is based on information available at the time of investigation. No product was returned; therefore, a root cause could not be determined based solely on the information provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).